Event description:
It was reported that battery gauge was fluctuating and subsequently the pump shut down and required connection to power source in order to turn back on. Customer confirmed shutdown alarm occurred before shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to upload pump data, and technical support educated customer that insulin on board and maximum hourly bolus were reset to zero, that continuous glucose monitor sessions needed manual restart, and that cartridge needed to be reloaded after any pump shutdown or reset, and also provided battery best practice tips, which customer understood and agreed to follow while monitoring system and calling back if issue persisted.